Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 230mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. All of the buttons functioned properly and no damage to the keypad assembly or unlocked keypad connector was noted during the visual inspection. The user settings were cleared and the current date and time was programmed. No programming or keypad anomalies were noted. However, the insulin pump was received with minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.